Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricle lead exhibited intermittent capture, and the physician suspected insulation damage. The physician elected to explant the lead, and during the procedure, lead abrasion was visually confirmed. The lead was explanted and replaced. The patient remained in stable condition.